Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was clarified that the pump depletion was normal. The catheter was noted as having migrated to the t3 position. It was further clarified that catheter migration occurred regarding the patient¿s growth / normal linear growth (height).

Manufacturer narrative:
Analysis of the pump found over infusion of an undetermined root cause. Interrogation of the device revealed it contained lioresal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device system was returned for analysis. Information was received via the return paperwork regarding a patient with a baclofen pump for intractable spasticity and other spasticity. Date of explant was (B)(6) 2017 and the reason for explant was need for a larger pump. Further information was not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Refers to the main device, the other relevant component includes: implantable catheter serial number (B)(4) model number 8709sc implanted: (B)(6) 2011 explanted: (B)(6) 2017. Evaluation of implantable catheter serial number (B)(4) revealed a non-significant indent in the cup of the sutureless connector (sc). The segment was found to be patent, and passed pressure leak testing in the lab. Patient code (B)(4) and device code (B)(4) are no longer applicable. Code-conclusion 71 is only applicable to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on july 26, 2017. The hcp indicated the pump was depleted, and a catheter migration had occurred caudally "due to growth." It was indicated the patient experienced an increase in spasticity in their upper limbs. The catheter was at t3. It was indicated there was not any troubleshooting or diagnostics performed regarding the device removal. The patient's weight at the time of the event was provided as (B)(6).